Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient (pt) ended up cancelling prior to the reported surgery. The rep later reported the pt had cancelled their revision appointment and didn't have a managing healthcare provider (hcp). It was unknown when the pt started showing signs of needing a pocket revision. The rep also reported the pt had experienced pocket pain. The date of the initial scheduled pocket revision was (B)(6) 2015, which the pt did not show to. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
The representative reports he has a pocket revision tomorrow, but had no details about the case. He will follow up when he had more information. Additional information was being requested from the representative regarding pocket revision and patient. Follow up will be submitted if additional information is received.